Event description:
It was reported that during the routine check of the external pulse generator (epg) the atrial sensitivity seemed to be slightly out of specification. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found no anomalies.